Event description:
The wire collet was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was missing the compression spring. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The repair technician confirmed the compression spring was missing and replaced it. Wear over time is known to cause the reported failure. The device is not repairable and will not be returned to the user facility.

Event description:
The wire collet was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was missing the compression spring. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.